Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy, with both devices when firing, the clips would not close onto the tissue. Another device was used to complete the procedure. No adverse consequences reported.